Event description:
It was reported that the patient infusion set cannula was bent which leads to high blood glucose and treated with intravenous for saline and ten units of fast acting insulin into the intravenous (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.